Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing powering switching and random audible beeps from the controller. The associated battery was serviced and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery with unknown serial number was not returned for evaluation. Log file analysis was not conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the batteries remain in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power switching event can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.